Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It was reported that the device was prepped inside the anatomy. It should be noted that the nc traveler rx, instructions for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion (4.0 mm x 10 mm) located in the proximal right coronary artery (rca) that was moderately tortuous, heavily calcified and 99% stenosed. During the first inflation, the nc traveler rx 3.75 x 12 mm balloon ruptured at 8 atmospheres. It was reported that the device was prepped inside the anatomy. A new balloon catheter was used for dilatation and a drug-eluting stent was deployed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.